Manufacturer narrative:
The device is not available for investigation, however according to transaction logs the pump was flowing within specifications until the last refill, on (B)(6) 2013. The patient came on (B)(6) 2013 with clear overdose symptoms in the hospital. The pump interrogation the same day gives 9.38ml (fls measurement), which was under the expected value. The physician decided to stop the infusion. Two pump interrogations were performed after the stop infusion command, indicating fls measurements of 9.39ml and 13.20ml. Based on these non consistent measurements, the physician decided to empty the pump. The recovered volume measured with a syringe was 8ml approx. The recommendation to the physician was in a first step to check if the pump was leaking: emptying the catheter by removing drug through the bolus port -this will avoid overdose caused by the remaining volume of drug in the catheter. Filling the pump with 15ml of saline water. Measuring the exact amount of drug injected using the syringe. Performing a pump interrogation immediately after the refill, and 2 additional pump interrogations in the next 2 ¿ 3 hours. This will monitor the fill level sensor measurement. Keeping the pump in stop infusion mode until (B)(6), performing daily pump interrogations. The comparison between the volume before and after the stop infusion will indicate if the pump is leaking. The physician followed a part of the recommendations: he refilled the pump with approx. 15ml of saline water on (B)(6). No pump interrogation was performed after the refill. The drug was not removed from the catheter. The first pump interrogation after this refill was on (B)(6), the fls indicates a remaining volume of 12.85ml. As no pump interrogation was performed after the refill, no conclusion can be done to determine if the pump was leaking between (B)(6): the difference between the volume injected and the fls measurement 5 days later may be due to imprecision in the syringe and fls measurements. The fls indicated a remaining volume of 12.8ml on (B)(6) 2013. So, the pump was not leaking between (B)(6). The program has been restarted with the previous flow rate on (B)(6) 2013, after a refill with saline water. A follow up of this patient is planed (B)(6), in order to control the flow of the pump. The complaint was confirmed for two reasons: drug was missing in the reservoir in comparison with the programmed flow rate, based on the transaction log data, confirmed by volume recovered when emptying the reservoir. A discrepancy in the fls measurements was observed on (B)(6) 2013, two pump interrogations within one hour gave different values (9.39ml and 13.2ml). A DHR review was performed for the medstream pump 91-4200 s/n: (B)(4) (lot#clbby8), a non-conformance was observed during the manufacturing process for cosmetic issue, but not relevant to the reported event. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device is not available.

Event description:
The affiliate reported that a patient was admitted into the hospital with overdose symptoms. During the first interrogation, it was found that 9.38 ml remained in the device. The pump was stopped and 9.39ml still remained in the device. Another interrogation was conducted to check the proper stop. The control unit displayed 13.20 ml remaining. As a result, the pump was emptied and received 8 ml.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.